Event description:
Physician reported right side deflation and capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth on anterior assessed as fold flaw opening. Additional observations: crease fold observed. Brown particles inside of the device. Wear abrasion observed. No further actions are required as the device was implanted." The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device remains implanted.